Event description:
It was reported that during implant procedure, patient's lead exhibited high threshold and high pacing impedance. Lead was stuck and was not able to be repositioned. Lead perforation was suspected. The lead was capped and new lead was implanted on (B)(6) 2024. The patient was stable.